Event description:
It was reported that the user contacted support for supply change assistance when transitioning from teflon to steel and disclosed a blood glucose of 346 mg/dl during the call, with no symptoms reported and a recent history of pausing ilet therapy for an extended period. Symptoms included none reported for hyperglycemia. Outcomes included education on allowing 60 to 90 minutes for correction and user acknowledgment without need for follow-up. Investigation included user interview and troubleshooting focused on therapy status and infusion set change. Investigation of this case revealed that therapy had been paused for an extended period, which is consistent with inadequate insulin delivery and resultant hyperglycemia, with no alarms reported from the device. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.